Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction and serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported unknown quantity of wafers from unknown number of market units with unknown lot(s). It was unknown if wafer stoma opening was off-centered but the end user suspected that it was since she experienced a decreased wear time of 1-2 days. Her usual wear time was 3-4 days. She felt that the off-centered wafer resulted in increased bleeding from the stoma at times. She also experienced a cut to the stoma at the base that measured less than 1 inch and it was bleeding. All bleeding issues involved an amount of blood greater than in the past but less than an amount what would collect in the pouch. She contacted her healthcare professional to report the bleeding and was instructed to apply over-the counter ostomy powder to the stoma, which resolved the issue. The patient removed the product and replaced it with the same one. No photo is available at this time.